Manufacturer narrative:
There has been a previous report where no water flow has caused inserts to overheat. Since an insert overheating could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, there was no water flow and the unit was overheating; no injury resulted.

Manufacturer narrative:
Blockage in the handpiece cable causing restricted water flow. This is due to the water filter not being changed routinely resulting in debris gathering in the tubing.